Manufacturer narrative:
Company comment: the serious events of vascular occlusion and vascular compression and the non-serious events of oedema, exfoliation, discolouration at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The event vascular compression could be secondary to implant site edema compressing underlying blood vessels. Potential contributory factor includes injection technique. Sculptra was intentionally misused by improper reconstitution. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-nov-2023 by a nurse practitioner, which refers to an adult female patient. Additional information was received on 08-nov-2023 and 09-nov-2023 from the physician assistant. No information about medical history, concomitant medication, or history of allergies has been provided. The patient had previously received treatment with unspecified filler in tear trough and cheek in 2023 (6 months ago from date of report). On 04-nov-2023, the patient received treatment with sculptra to face using needle (unknown amount, lot number, injection technique and needle type) by patient herself. The sculptra was reconstituted with 7ml of bacteriostatic saline [sodium chloride] and 2 ml of lido [lidocaine hydrochloride]. Before injection, the patient aspirated, and she only used a little bit of product and reporter thought patient accidentally pushed some out while withdrawing. The sculptra was reconstituted with bacteriostatic saline (intentional device misuse). On the same day after the treatment, the patient experienced vascular occlusion (vascular occlusion) and edema (implant site oedema) on her cheek. The patient was treated with hylenex [vorhyaluronidase alfa] for two days, second round of steroid, unspecified antibiotics, pentoxifylline [pentoxifylline], h1 blocker and h2 blocker [cimetidine]. The patient also continued to receive treatment with aspirin [acetylsalicylic acid] and cialis [tadalafil]. On (B)(6) 2023, the physician used eo2, and she had received hyperbaric chamber treatment on (B)(6) 2023. On (B)(6) 2023, the hcp set up a follow up visit with a colleague for the patient to ensure her eye was not affected as she had transient loss of flow to infraorbital artery and angular artery (poor peripheral circulation) and her eyes were fine and they were able to restore blood flow. According to the hcp, the patient also had some skin sluffing (implant site exfoliation), dusky skin (implant site discolouration) and surprised to see the amount of abnormal flow on ultrasound which was also confirmed by the physician. The hcp agreed that edema could have been compressing blood vessels (vascular compression) and she was not 100 percent sure of the exact etiology. On (B)(6) 2023, the hcp would see the patient to reassess her vasculature via ultrasound to assess if any further hylenex treatment is required. The patient was also scheduled for another session of hyperbaric chamber treatment. Outcome at the time of the report: vascular occlusion was recovering/resolving. Edema was recovering/resolving. Transient loss of flow to infraorbital artery and angular was recovering/resolving. Skin sluffing was recovering/resolving. Dusky skin was recovering/resolving. Compressing blood vessels was recovering/resolving. Sculptra was reconstituted with bacteriostatic saline was recovered/resolved.